Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. A small trace pericardial effusion was noted prior to the procedure. The patient's heart rhythm was normal sinus rhythm, and the activating clotting time was within normal range. Prior to the amulet device, two non-abbott devices were attempted to be implanted. When it was decided to use an amulet device, a wire exchange was made. The amulet device was partially recaptured twice for repositioning. The device was implanted. Two days after the procedure, a pericardial effusion was confirmed and a pericardiocentesis was performed. The patient status was stable. It was believed that the amulet device may have contributed to worsening of the pericardial effusion, but this was not confirmed.